Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 22, 2019. A 5fr procedural sheath was used. A pre-deployment angiogram was performed. The patient was reported to be in stable condition. Blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the patient demographics in section a and the additional information. Patient identifier - (B)(6). Weight - 84.9kg

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [Medwatch report mw5086110].

Event description:
This report is being submitted in response to user facility medwatch report # mw5086110 that was received from the FDA on (B)(6) 2019. The event description states the following: post cerebral angiogram with arterial access via right groin, angio-seal device deployed but failed to seal. Manual pressure was applied to the groin, then a "femstop" applied. There was no harm to patient.